Event description:
Patient having a video-assisted thorascopic surgery for middle and lower lobectomy. During the last firing of the tri-staple on the pulmonary artery, there were no staples that were noted after firing the device. With indications there might be bleeding, stapler was removed and appropriate measures taken to control bleeding. A small thoracotomy was made to access area. Suture were applied to artery. Minimum amount of bleeding was noted and no further intervention required.